Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on due to a defective power supply. Upon evaluation, the power supply had recessed pins in the connector. The cause of the inability to power on is the recessed pins in the connector. The root cause of the recessed pins is excessive force placed on the cord. A PMA supplement was submitted to FDA ((B)(4)) to improve the strength of the connector. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned charger sn (B)(4) to zoll and reported that a patient's charger was not powering on.